Event description:
A report received from the USA indicating that during pt use an 840 ventilator the graphical user interface (gui) display was inoperative. The pt was removed from the ventilator and placed on anther ventilator. The pt was not harmed or injured as a result of the reported event. The date of the event is unk.

Manufacturer narrative:
The user facility analyzed the device. The device had the following error codes: ut0002 (bus error / access fault) and xp0087 (unexpected reset umpire test); however, the user facility was unable to duplicate the event using a test lung. Info received indicated the device would be run on the test lung for 48 hours and the user facility would notify the MFR in the event of any add'l errors. Covidien technical support engineering (tse) recommended replacement of the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). Though requested, no add'l info has been received from the user facility. Covidien was not authorized to service the unit. (B)(4).